Event description:
The patient received her scs system, including paddle lead on (B)(6) 2010. The patient reported she had stopped feeling stimulation. The patient received reprogramming. During reprogramming, impedance issues were noted with some contacts on the lead. Stimulation was regained by programming around the contacts with impedance issues. Patient regained stimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.